Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the mattress cover but did not expose the foam of the mattress. A new mattress was shipped to the customer on 09/08/2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer emailed stating that they had a mattress that delaminated.